Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in 2 segments. External insulation abrasion breaching the outer insulation exposing the out coil was noted at 30.0-31.0 cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.